Event description:
Physician reported he found leaks in the middle of catheter due to trauma from a fall the patient experienced. No report of device explantation. A follow up report will be sent when additional information is received.